Event description:
It was reported that the intra aortic balloon catheter met with resistance when inserting over the guidewire. The site was further dilated but the catheter could not be advanced. It was removed and there were no pt complications. The female pt was noted to be heavy in weight.